Manufacturer narrative:
The device was not returned for analysis. Lhr (lot history record) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a perforation in the proximal left anterior descending artery. The 4.0x19mm rx graftmaster stent delivery system (sds) was advanced however failed to cross the lesion. The sds was removed without issue. Another graftmaster of the same size was implanted to seal the perforation. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.